Event description:
It was reported that the patient with this pacemaker exhibited loss of capture (loc). Boston scientific representative reviewed the presenting electrogram (egm) and stated that there was possible loc. Technical services (ts) discussed options for trouble shooting and to continue monitoring. This device remains in service. No adverse patient effects were reported.